Event description:
It was reported the patients blood glucose level rose to 345 mg/dl while wearing the pod between 1 and 4 hours on the hips/buttocks. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received partially deployed. The download data showed no timeouts, drive stalls or alarms that would indicate a failure of the device to deliver insulin. No damages or deficiencies were observed during the investigation that would have interfered with the devices ability to deliver insulin. During initial inspection of the device, the formed needle was seen slightly exposed past the bottom housing, in the exposed portion of the soft cannula. After removal of the top housing, the linkage assembly fully retracted and the formed needle was no longer seen in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing indicating that the linkage assembly was misaligned which is why the device was not able to fully retract after deployment. The needle mechanism was rest using the lock and load fixture. Manual deployment of the ratchet gear found the needle mechanism to deploy as intended. The cause of the exposed needle was the misaligned linkage assembly. The exposed needle did not interfere with the devices ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.